Manufacturer narrative:
Analysis found motor failure. The hand piece stalled and not possible to perform pre-repair temperature test. The serial was illegible. The motor was stuck in the housing and not possible to remove. The internal parts were heavily polluted with foreign debris. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece overheated with high noise. There was no patient involvement.